Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral winged ear procedure on (B)(6) 2018 and suture was used. During the procedure, at the time of closing the operative wound, the suture cut at the slightest tension exerted by the surgeon. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was available.